Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 500 mg/dl. The customer stated they were unable to change their site. The customer treated the high blood glucose with a syringe and the insulin pump. The customer's current blood glucose level was 192 mg/dl. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.